Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut into 3 fragments. Additional cuts into the insulation were found between 19 and 21 cm proximal to the lead tip. The inner coil was found stretched between the lead tip and 34 cm proximal to the lead tip. The distal part of the lead was partly pulled out of the ring electrode. These deformations probably occurred due to tensile stress. Furthermore, fibrotic growth was found between 12 and 14 cm proximal to the lead tip. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
This lead was explanted due to lead fracture. No adverse patient events were reported. Should additional information become available, this file will be updated.